Manufacturer narrative:
The duo-flow catheter was returned for evaluation in two pieces. The arterial luer was broken off the extension line approximately 0.7cm from the distal end of the luer. This is the non-threaded end that is inserted into the extension tubing. Visual inspection revealed marks, such as gouges, indicative of use of hemostats or other such devices. It is apparent that the luer was subjected to forces greater than it is designed to withstand. The contract manufacturer conducted a review of the manufacture records for the lot number provided. Their investigation revealed the device was manufactured according to specification with no non-conformances or abnormalities. A root cause cannot be determined but is not likely manufacture related. The female luers are manufactured to the iso standard. The ergonomically shaped luer provides users with a patent locking design. Based on historic data this is not a systemic issue and is considered an isolated incident. This type of event will be trended through the complaint handling process. The instructions for use (IFU) contains the following caution: it is recommended that only luer lock (threaded) connections be used with this catheter (including syringes, bloodlines, IV tubing, and injection caps). Repeated over tightening of bloodlines, syringes, and caps will reduce connector life and could lead to potential connector failure. Inspect the catheter frequently for nicks, scrapes, cuts, etc. Which could impair its performance. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Arterial luer broke off catheter after cap closure.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.